Manufacturer narrative:
E1: patient city: (B)(4). Patient country: poland.

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced adhesive issues with infusion sets on 24-june-2024. Patient reported that tape was not sticking. No further information available.